Event description:
It was reported that the ventricular assist device (vad) exhibited low flow alarms for several months due to possible outflow graft (ofg) occlusion/narrowing and an ofg stenting procedure was scheduled. Computerized tomography (CT) showed narrowing of the ofg, and the site was unaware if the implanting surgeon had placed a gortex over the ofg during vad implant. It was further reported that the stenting procedure was cancelled. The patient had heparin-induced thrombocytopenia (hit) and a hematology consult was required before using heparinized sheaths. The vad and ofg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ outflow graft model #: 1125 / catalog #: 1125 / expiration date: 31-aug-2022 / serial or lot#: (B)(4) UDI #: (B)(4) device available for evaluation: no mfg date: 01-aug-2017 labeled for single use: no (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. The event description has been updated. Product event summary: additional products: d4: lot#:1417009 h6: patient ime code(s): e2320 investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had the ofg stenting procedure performed in the catheterization lab. The patient had 2.2 flow, prothrombin time (pt) 5/0 and 2500 revolution per minute (rpm). However the patient's controller had a prothrombin time that read greater than 12/ greater than 12. The patient's mean atrial pressure (map) was too high at 106 but the anesthesiologist did not want to lower the map right before providing anesthesia.

Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the pump ((B)(6)) and the associated outflow graft (lot 1417009) were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed that 318 low flow alarms were logged since (B)(6) 2022. Information received from the site indicated that an outflow graft occlusion/narrowing was suspected and a computerized tomography scan showed narrowing of the outflow graft. The patient had heparin-induced thrombocytopenia (hit) and a hematology consult was required before using heparinized sheaths. It was further reported that the patient had an outflow graft stenting procedure. Of note, the patient's mean atrial pressure (map) was high, but the anesthesiologist did not want to lower the map right before providing anesthesia. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, hypertension and device thrombus are known potential complications associated with the implantation of a ventricular assist device (vad). Based on review of past adverse events for this patient, it was noted that the patient had a history of hypertension. Based on the risk documentation and the available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to constriction at the outflow graft, thrombus at the inflow cannula/outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot #: 1417009 h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.